Event description:
The operating room supervisor reported a system message displayed during the aspiration portion of a procedure. The cassette was exchanged and the procedure as completed using the same system with no further problems. There was no pt harm reported.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).